Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 20 synergy ii stent was advanced but failed to cross a previously stented rca vessel. The device was removed from the patient's body and it was noted that the stent was damaged in which one of the stent struts was kind of sticking straight up in the air. The procedure was then completed with a 4.00 x 20 synergy¿ stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Synergy ii us mr 4.00 x 20mm stent delivery system (sds) was returned for analysis. Stent strut row 7 from the distal end of the stent is lifted and slightly flared. A visual and microscopic examination of the crimped stent found stent damage. The 7th most distal stent strut row was partially lifted from the stent profile. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 20 synergy ii stent was advanced but failed to cross a previously stented rca vessel. The device was removed from the patient's body and it was noted that the stent was damaged in which one of the stent struts was kind of sticking straight up in the air. The procedure was then completed with a 4.00 x 20 synergy¿ stent. No patient complications were reported and the patient's status was fine.